Event description:
It was reported that the patient with an abdominal aortic aneurysm, treated with the endurant ii stent graft system, experienced growth of the aneurysm over the last two years to a size of 68mm, showing signs of rupture. During follow-up, angiography and computed tomography were conducted, revealing no endoleaks. As a precaution, intervention was performed where multiple angiograms with contrast showed no rupture or endoleaks. Due to the aneurysm enlargement, relining was performed. The procedure was completed successfully. The cause of the aneurysm enlargement could not be determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c199e, serial/lot#: (B)(6), ubd: 24-nov-2016, UDI#: (B)(4); product ID: etlw1616c93e, serial/lot#: (B)(6), ubd: 20-jan-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.